Manufacturer narrative:
Concomitant medical products: dtmb1q1 ICD implanted: (B)(6) 2018;4298-78 lead implanted: (B)(6)2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited undersensing resulting in inaccurate data collection. The lead remains in use. No patient complications have been reported as a result of this event.